Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that following an unrelated procedure where the patient is not sure if they placed ipg into surgery mode and company manufacturer were unable to connect with ipg after several troubleshooting attempts. Patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the entire system was explanted.